Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-13192. It was reported that the patient's right ventricular lead was oversensing noise. The lead was turned off. On (B)(6) 2020, the lead was capped and replaced. During procedure, the phycian found a set screw anomaly on the pacemaker and explanted the pacemaker as well. Patient was stable post procedure.